Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that the left (live) monitor was not working. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.